Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported that while recovering from previous surgery, the patient's healthcare provider (hcp) noted drowsiness, apneic episodes, and hypoxia. The patient experienced an overdose of medication from their pump due to underinfusion or overinfusion of medication and/or a leaking catheter connection. On or about (B)(6) 2017, the patient presented to the hospital experiencing shortness of breath. On or about (B)(6) 2017, the patient presented to the hospital due to their altered mental status, somnolence, nausea, and vomiting. The patient experienced increasing confusion over the several days prior, as well as becoming increasingly drowsy. The hcp noted severely altered mental status with concern for potentially life-threatening progression or permanent disability. The patient's diagnosis included increased somnolence and decreased respirations consistent with opioid induced respiratory depression. On (B)(6) 2017, the patient had a dye study performed to evaluate the pump due to possible overdose. On (B)(6) 2018, the patient again presented to the hospital for a catheter revision and pump replacement for his synchromed ii pump due to multiple episodes of opioid overdose secondary to pump malfunction. This included replacement of the intrathecal infusion pump, the intrathecal catheter extension, and revision of the intrathecal catheter. As stated in the operative report, inspection of the patient's catheter revealed a 180 degree kink along the catheter which had to be removed and replaced.